Event description:
Pt and pt's daughter spontaneously called in and are reporting that she has not used pump since it was shipped to them on 12/18/2018. They are unsure if they inserted batteries right away or not, but pump (sn: (B)(4)) appears to have reset itself. The pump is asking for a pass code when she tries to go to setup screen. Pt is using backup pump currently. We will replace pump. Product fault did not occur while in use with patient. Product issue did not lead to an injury. Actual device is available to be returned for investigation. We are replacing device. Reported to (B)(6) by pt/caregiver. Strength: 10mg/ml; dose or amount: 88 ng/kg/min, frequency: continuous; route: sq; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.